Event description:
Information was received from a trial patient via manufacturer representative (rep) who was using an external neurostimulator (ens). It was reported that a patient experienced residual pain in the anterior left leg after the procedure. The rep tried to change programs; however no program relieved the new pain area. Stimulation did relieve the usual pain by 75%. The physician decided to remove the trial lead a few days early and order an MRI as the patient had already decided to proceed with permanent implant. MRI had not yet been completed. The product was explanted. The cause of the event was unknown.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 977d260 (serial: unknown); product type: 0215-screening device; implant date (B)(6)2025; explant date (B)(6)2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product ID 977d260 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type screening device product ID 977d260 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the new pain was on the posterior leg and the regular pain area was on the anterior leg. The patient experienced this new pain prior to any wens being connected to the leads. The patient mentioned at lead pull they also had new spine changes prior to the trial procedure. It was unknown if the new pain was resolved, but the practice manager would let the rep know when/if they see the MRI come through. The equipment was disposed of at the lead pull.